Manufacturer narrative:
The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used during a stent placement procedure performed on an unknown date. According to the complainant, during unpacking, a strand of hair was found inside the sterile pouch containing the stent. The stent was not used or inserted into the patient. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned wallflex enteral duodenal stent noted that the stent was returned without its packaging. There was no evidence of a hair or any other foreign material on the device. No issues were noted with the profile of the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used during a stent placement procedure performed on an unknown date. According to the complainant, during unpacking, a strand of hair was found inside the sterile pouch containing the stent. The stent was not used or inserted into the patient. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.